Event description:
Per the clinic, the patient experienced a migration of implant during an MRI (1.5 tesla) on (B)(6) 2026. It was reported the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the patient developed a crust-like skin lesion and was treated with topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.